Event description:
Repeated eye infections since january 2006. I thought it was odd that my eyes keep getting infected - even when using brand new lenses, and cleaning them daily with protein remover. I also used antibiotic drips to correct the problem. It would be gone for a few days, but then return when I started wearing new lenses within a couple of days. I am still dealing with it. It is a very mild infection so I am able to wear my lenses, they are supposed to be able to be worn for one week at a time, however, I can only wear them daily and then they must be removed to sit overnight in cleaning solution - which may be the suspect. Event abated after use stopped.